Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). When plain old balloon angioplasty (poba) was performed with a 4.50mm x 15mm nc emerge® balloon catheter at 6 atmospheres, the pressure did not increase. The device was removed and it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). When plain old balloon angioplasty (poba) was performed with a 4.50mm x 15mm nc emerge® balloon catheter at 6 atmospheres, the pressure did not increase. The device was removed and it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.